Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The intended procedure was completed using similar equipment. There was no patient impact or injury that occurred, associated with the event.

Manufacturer narrative:
The suspect device was returned to olympus. An evaluation has not been completed at this time. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error was generated and while troubleshooting the error, an "e216" error occurred. This report is submitted due to a report of a b30 error. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The olympus service center could not confirm the b30 event as it was not reproduceable during evaluation. The device had corrosion inside the scope socket, the front panel mouth was cracked, a non-olympus lamp was used with over 50 hours and the air flow rate measured out of range. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the b30 error could not be determined at this time as it could not be replicated during evaluation. Per the instructions for use: "9.2 troubleshooting guide code: b30 error message: scope communication error possible cause: cannot communicate with the endoscope" olympus will continue to monitor field performance for this device.